Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels were small at 6 mm in diameter; moderately calcified, and had severe thrombosis. It was reported that the physician was unable to cannulate the gate of the bifurcated stent graft. The physician elected to convert the device to an aortic-uni-iliac (aui) by placing an aneurx aortic cuff, followed by performing a fem-fem bypass. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Difficult to cannulate. Evaluation: results: small, severe thrombosed, moderately calcified vessels; treating a pt with small vessels, 6 mm in diameter. Conclusion: small, severe thrombosed, moderately calcified vessels; treating a pt with small vessels, 6 mm in diameter.